Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose. The customer's blood glucose was between 600 mg/dl and 700 mg/dl at the time of admission. The customer, prior to the hospitalization, had been in a lot of pain due to having shingles and had taken benadryl in order to sleep. The customer had also done a hip replacement before this hospitalization. The customer stated that she experienced a heart attack or stroke, explaining that the infusion set was bent over, which caused the high blood glucose. At the hospital, upon removing the infusion set, they saw that the infusion set was bent. The customer expressed that she had been using the infusion sets for longer than she was supposed to at 4 days instead of 2 days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.